Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient was a participant in the vad destination therapy trial improved blood pressure management clinical study.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient got up in the middle of the night for a drink of water. The patient¿s spouse later found the patient deceased. Both batteries to the controller were disconnected for an unknown reason. No alarms were heard. No additional information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that after the patient's death, the equipment was returned to the hospital. The site connected power to the controller to download log files and then attempted to double disconnect power and no audible alarm was heard. Log files revealed no alarms were logged in the past 14 days of available data.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that log files revealed there were no double disconnects around the last point data recorded and no visible power switching.

Manufacturer narrative:
Correction: product event summary: log file analysis revealed that the last data point was recorded on 11/18/2017, at 03:48:55; the data point revealed that a controller ac adapter was connected to power port 1 and no power source was connected to power port 2 of the controller. No alarms were logged near the reported event date. A controller power up and motor start event was not recorded after the last data point, indicating that there was no attempt to restart the controller. Analysis of data log files revealed premature power switching events due to communication errors involving (B)(4). The premature switching events did not occur near the reported event date. As a result, this finding is not related to the event and was likely due to communication errors between the controller and the batteries. An internal investigation has been opened to investigate communication errors. Functional testing revealed that the ¿no power¿ alarm remained silent when both power sources were disconnected from the controller. Internal inspection of th e controller revealed that the nickel-metal hydride (nimh) battery that supplies power for the ¿no power¿ alarm had signs of leakage. As a result, the reported failure of the "no power" alarm was confirmed. Given that the patient was connected to one power source prior to the loss of power, the most likely root cause of the event can be attributed to an accidental disconnection of both power sources, likely during an attempt to exchange the controller ac adapter with a battery (it was reported that the patient was found with two batteries disconnected). The most likely root cause of the "no power" alarm failure can be attributed to a faulty internal nimh battery. An internal investigation has been opened to investigate "no power" audible alarm failures. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the received controller passes external visual inspection and fails functional testing. The locking mechanism between batteries and controller was working as intended. Both power ports clicked when connected. The ¿no power¿ alarm remained silent when both power sources were disconnected from the controller. The controller internal battery (bt1) that supplies power for the ¿no power¿ alarm was found with signs of leakage. Other devices involved in this event: heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650 / expiration date: unknown, UDI #: (B)(4), return date: 2017-12-12, mfg date: unknown, (B)(4). Product event summary: the returned battery passed external visual inspection and functional testing. The locking mechanism between batteries and controller was working as intended. The battery performed as expected. Data log shows potential events of premature power switching involving the battery. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. This finding is not related to the reported event since no premature switching events were observed on or near the reported event date. Heartware ventricular assist system - battery, battery / (B)(4) / model #: 1650 / expiration date: unknown UDI #: (B)(4), return date: 2017-12-12, mfg date: unknown, (B)(4). Product event summary: the returned battery passed external visual inspection and functional testing. The locking mechanism between batteries and controller was working as intended. The battery performed as expected. Data log shows potential events of premature power switching involving the battery. These premature switching events are most likely due to communication anomalies between battery and controller or normal patient usage behavior. This finding is not related to the reported event since no premature switching events were observed on or near the reported event date. If information is provided in the future, a supplemental report will be issued.

Event description:
Two batteries were received and tested out of specification during manufacturer's analysis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the coroner suspected the patient died due to an arrhythmia, possibly resulting from the disconnection of the vad from the power sources. It was also noted the patient had a known controller issue, but the controller had not been exchanged due to ongoing health issues. It was also noted that the patient¿s walker was found facing the kitchen, but the patient was found sitting on the floor of the living room with their head on a table and vad disconnected from a power source. It appeared the patient may have accidentally disconnected ac power to go to battery, but then disconnected the battery instead of connecting to the battery. It is unclear why the patient would have made this error, however, it did appear as though the patient had sat on the floor (as opposed to falling) to try to correct the issue.